Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions) h10. A getinge field service engineer evaluated the main unit could not be turned on, the backup battery could not be charged, the power communication board was broken and the power management board was broken. The accessories power management board, power supply monitor were replaced, the power-on test was performed, and the equipment passed the pre-use inspection. The equipment passed all factory-specified performance and safety indicator tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the routine power-on inspection, the cardiosave intra-aortic balloon pump (iabp) main unit could not be turned on and the backup battery could not be charged. No personal injury occurred.